Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set, as well as displaying a patient circuit disconnect alarm. Additionally, the asp observed that the device's inspiratory pressure was low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it having low inspiratory pressure, and displaying alarms due to high peep and patient circuit disconnect were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.